Event description:
Caller states that the weld broke down under the seat. Consumer was using the rollator at the time and fell. She states she had bruising on her rear, hips, and lower back. Consumer states the broken rollator caused her fall.